Manufacturer narrative:
Evaluation summary : there was damage on the transition shaft of the device, with the shaft appearing cut. There was severe kinking and twisting to the inner lumen material at the mid and distal portion of the balloon. The balloon passed negative prep. On pressurisation of the device, the balloon failed to inflate. The balloon was left in the waterbath to disperse contrast/ residue. The balloon successfully inflated to 12 atm. The distal tip was slightly damaged. The guidewire lumen patency was verified with a patency mandrel. No damage to the balloon bond. If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was intended to be used to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was removed from packaging and washed with saline. No difficulties were noted when removing the protective sheath and packaging stylette. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties were encountered during balloon inflation. The balloon did not inflate on the first or second inflation attempt. Then the device was removed immediately. Another device was used with success. The event did not lead to or extend patient hospitalization and there was no injury was result of this event. The patient is well.